Event description:
Allegedly the patient had suspected metal sensitivity versus aseptic loosening.

Manufacturer narrative:
Conclusion: product did not contribute to event. Product not returned. Evidence that product in spec when used. Use of device could not be determined.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. Although several attempts have been made, a medwatch 3500a has not been recevied from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00236, 00238.

Event description:
Allegedly the patient had suspected metal sensitivity versus aseptic loosening.